Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-pressure rated extension set leaked while in use with a pressure injector during an unspecified surgery. The location of the leak was not reported. Further detail regarding the leak was not reported. There was no report of a patient injury or need for medical intervention. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The leak occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.